Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the intralipids are dispensed from the pharmacy in a 60ml syringe and infuses via a syringe pump tubing attached to a 1.2 micron low protein binding filter. It was noted that a leak occurred at the connection of the syringe pump tubing to the micron filter, causing the patient's blood to back up into the filter. The line was checked and the connection was tightened, however, the leak continued. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection of the syringe pump tubing to the filter was confirmed. Visual inspection of the set showed a crack in the female luer wall on the opposite end of the injection gate. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the crack of the female luer. The cause of the leak is a crack on the female luer. The root cause of the crack is manufacturing factors.